Event description:
It was reported that the patient received inappropriate shocks due to noise. The ICD stored more than 40 egms of detected and aborted vf. During a device change-out the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.